Event description:
It was reported while using bd ultra-fine¿ mini pen needles the needle broke off during use. The following information was provided by the initial reporter, translated from chinese to english: after confirming with customer, the customer has been to the hospital, the doctor did not find the broken needle surface on the body surface, and informed the customer that follow-up observation was needed. The customer has been informed that he can have an ultrasonic examination. The customer feels well at present and does not want to take an ultrasonic examination for now. On (B)(6) 2022 the customer bought the needle at hospital. When reused the needle for injection, the needle broke in the body. The customer want to know how to remove the broken needle from the body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. 14pcs retention samples were checked on IV point(7pcs)needle puncture(7pcs), all result meet product specification. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles the needle broke off during use. The following information was provided by the initial reporter, translated from chinese to english: after confirming with customer, the customer has been to the hospital, the doctor did not find the broken needle surface on the body surface, and informed the customer that follow-up observation was needed. The customer has been informed that he can have an ultrasonic examination. The customer feels well at present and does not want to take an ultrasonic examination for now. On october 28, the customer bought the needle at hospital. When reused the needle for injection, the needle broke in the body. The customer want to know how to remove the broken needle from the body.